Manufacturer narrative:
Further review indicated manufacturer report number 1627487-2020-47729, should not have been reported as a medical device report (MDR) as the device was found to have been electively removed during a surgical procedure which was unrelated to the device.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete event and patient information. The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2020-47730. It was reported that the patient had their lead was explanted and a different type of lead was implanted.